Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a ruptured aneurism. However, it was reported that, following implant of the stent graft, an endoleak was noted. After deploying an endurant cuff, the physician decided to fix it using endoanchors. A heli-fx applier was therefore selected as an accessory device. It was reported that the physician prepped and turned on the applier and loaded the first endoanchor from the relative cassette. They confirmed it had loaded by pressing the ¿forward¿ button once and then, after visual inspection, pressed the ¿back¿ button to retract the endoanchor. It is reported that the physician then positioned the applier and after one or two tests they tried to release the endoanchor by pressing the "forward" button, but the device did not make a sound, and the endoanchor movement appeared to be strange. The physician then tried to press the "forward" button again, thinking it was a sensor issue, but nothing happened. The physician then tried to press the "in" button once behind, but the applier did not respond to the impulse and the blue error light turned on. After the procedure the physician tried to test the device, but the applier did not work correctly. Per the physician the cause of the issue encountered with the applier is device related. It was reported that the endoleak event has resolved. No clinical sequelae were reported, and the patient is fine.